Event description:
Patient reported experiencing hypoglycemia symptoms, during which his blood glucose measured - 300 mg/dl, on the suspect device. Patient self-treated by eating candy. Patient reportedly retested blood glucose, 5 hours later, again experiencing hypolycemic symptoms, and obtained a result of - 500 mg/dl. Patient self-treated by eating a croissant. No medical intervention was performed or sought. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.